Event description:
Customer reported issue with insulin pump. Customer states pump didn't alert if there is an occlusion stopping the delivery of insulin. Customer blood glucose was 460 mg/dl. Customer's blood glucose went high during the night. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.